Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 23 april 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 7241568. All inspections were performed per the applicable operations qc specifications. There were three (3) notifications [200712893, 200712892, 200712856] noted for insufficient adhesive. There were six (6) notifications [200712457, 200712495, 200712764, 200712494, 200712933, 200712877] noted that did not pertain to the complaint.

Event description:
It was reported that during draw of medication the needle pulled out with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: it was reported that the needle came off in the vial when drawing medication.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during draw of medication the needle pulled out with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: it was reported that the needle came off in the vial when drawing medication.